Event description:
Per the augiologist's report, this pt experienced vestibular symptoms shortly after her cochlear implant surgery. The pt was hospitalized (date unk) and medication was prescribed. The pt was released from the hosp and is now using her cochlear implant.